Event description:
A missed refill and empty pump was reported; drug delivered via the device was baclofen (gablofen 2000 mcg/ml, 450 mcg/day). Reporter received a message upon interrogation stating empty reservoir alarm had sounded on (B)(6) 2013 and a low reservoir alarm date was set for (B)(6) 2013. Reporter did not know why the refill was missed. Patient had not reported any symptoms, denied any baclofen withdrawal signs and symptoms.

Manufacturer narrative:
Concomitant products: catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; catheter model: 8711 serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; programmer; model: 8840, serial# unknown. (B)(4).